Event description:
A customer reported that multiple system messages displayed, all cutting action was discontinued and the system froze during a procedure. The staff tried to clear the messages each time, however, another message would display. The tank was changed and the issue persisted. The system was exchanged and the case was completed without harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).